Event description:
Event involving a mechanical issue. Patient was on a levophed drip due to labile blood pressures. The nurse titrated the levophed drip, but the patient¿s blood pressure did not respond. The rn noticed there were no drips of levophed in the drip chamber of the IV tubing, and no alarms sounded to indicate that the infusion was not running. The patient was given one push of 100 mcg epinephrine due to blood pressures in the 30s/20s. The IV pump was assessed by three additional ICU nurses. A second IV pump, with new tubing and a new levophed bag was set up and used. The patient required two more 100mcg pushes of epinephrine as the systolic blood pressure decreased to the 30s again. The second pump had no drips in the chamber and the alarm was not sounding. The levophed was connected to a left femoral central line, and the rn switched to a 16 gauge IV in the right arm in an effort to troubleshoot. Despite the switch, there were no drips in the IV tubing chamber, no alarms were activated, and the patient¿s blood pressure was not improving the rn acquired a third ICU medical IV pump and started a new bag of levophed and new tubing which successfully administered levophed without difficulty and the patient¿s blood pressure returned to baseline.